Event description:
A low immulite 2500 stat intact pth pt sample was reported to the physician who ordered the sample to be repeated. Upon repeat, the intact pth result obtained was higher than the initial result, which was in alignment with the pt's clinical picture. Pt treatment was administered based on the higher result. There was no report of adverse health consequences due to the discordant stat intact pth assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant stat intact pth results are unk. No further eval of the device is required.